Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition and the root cause of the access site bleeding was due to high patient activated clotting time (act) values. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient¿s leg was cold to the touch and the toe was discolored. It was stated that bleeding was identified at the impella access site. Heparin administration was reduced to manage this complication, and it was reported that the problem was resolved. Additional information notes that care was withdrawn, and the procedural outcome was the patient expired at explant. It was noted that the patient death was not groin or bleeding related, but the decision to withdraw care was due to multimorbid patient with beginning multi organ failure. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.